Event description:
It was reported that the patient underwent generator and lead explant due to an infection. The physician reported that the infection was first observed two weeks after vns implant. It was reported that the patient presented to the hospital due to the infection persisting more than two months despite antibiotics. It is unknown if any patient manipulation or trauma occurred that is believed to have caused or contributed to the infection. Culture were (B)(6). The generator and lead were returned for analysis on (B)(4) 2014. Analysis of the generator was completed on (B)(4) 2014. Electrical test showed that the pulse generator was operating within specification. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
.

Event description:
Analysis of the lead was completed on 03/05/2014. Note that a portion of the lead assembly including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The slice mark found on the outer silicone tubing and the cut ends that were made during the explanted process, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. For the observed inner tubing fluid remnants, there was no obvious path for fluid ingress other than the cut ends that were made during the explanted process. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, with no discontinuities identified.